Manufacturer narrative:
The patient's weight is unknown. This information was not available from the facility. The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6): patient ID# (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, amputation and death are listed as potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the right proximal sfa. Approximately 18 months post index procedure, the patient had a major amputation of the right lower limb due to stenosis on the anterior tibial artery on (B)(6) 2019. Approximately one month later, the patient experienced acute chronical renal insufficiency and pneumonia, and expired on (B)(6) 2019.